Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated the remote home monitor displayed a red blinking light. Boston scientific patient services referred the patient to the clinic as there may be an issue with the device. Patient services was able to assist the patient in performing a successful remote interrogation. No further information has been received from the clinic. At this time the implantable cardioverter defibrillator (ICD) system remains implanted and no adverse patient effects were reported.

Event description:
Additional information was received that a second successfulremote interrogation was able to be performed on the same day and upon review of the data it was noted the right ventricular (rv) shock impedance was high. The patient was seen in the office one week later and all measurements were within normal limits. At this time no changes were made and the rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.